Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 562 mg/dl with diabetic ketoacidosis. Reportedly, the customer's health care provider identified the ketone level as dangerous. The customer changed the supplies and delivered a bolus to address the bg. Recommendation was made to consult with health care provider regarding diabetes management.